Event description:
Reporter, daughter, called firstly on behalf of her father stating that the meter was reading 200, 300, 400 mg/dl range and so she took him to the ER. Upon entering the ER he tested 130 mg/dl. Reporter stated that midday christmas eve he was not feeling well. After receiving blood glucose readings on his meter his daughter took him to the ER. Father could not remember the elevated blood glucose results at this time. Father was tested, intravenous started, and was discharged within a few hours--recalling that he went christmas shopping afterwards. A couple of days later he again went to the ER where his blood glucose was 190 mg/dl. On the meter at home he recalled it reading "...reasonably close" to the lab. Again the father was given an intravenous and upon discharge a few hours later his blood glucose was 150 mg/dl. Forty-five minutes later, at home, his blood glucose was elevated but does not recall result. Father does not recall being given a diagnosis.